Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4). Note: after several attempts manufacturer contacted customer on 11/3/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that his is in the hospital as of yesterday (B)(6) 2017. His blood sugar has gone high and they have given him 2 units of blood and are trying to get his blood sugars under control. Customer did not want or need anymore assistance, had to go since the nurse came in, he said if he wants more assistance he will call us.

Event description:
Consumer reported complaint for e-0 error: invalid hematocrit. The e-0 error occurred when the blood sample was absorbed and with multiple test strips. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported feeling exhausted, shaky and weak and stated he had not eaten since the night before. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of e-0 and e-0 using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 11/20/2017; customer was unsure of open vial date but stated it was not more than four months. Customer had another unopened vial of the same lot number of test strips and opened at time of call to perform back to back blood test. The meter memory was not reviewed for previous test result history. Advised customer to call his physician so he is aware of the meter not working and what to do about his insulin.